Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Event description:
The customer observed falsely elevated sodium and chloride results for one patient on the architect c16000 analyzer. The following data was provided: (B)(6) sodium initial 199, repeats 142, 139, 144 mmol/l. (B)(6) chloride initial 144, repeat 103, 101, 105 mmol/l. There was no impact to patient management reported.